Event description:
A customer contacted beckman coulter inc (bci) in regards erroneous elevated accutni result above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory. A repeat tests of the original sample and a subsequent sample generated results within the normal reference range. The patient was admitted to the hospital for observation.

Manufacturer narrative:
(B)(4). Possible user (patient) error is suspected as the patient's nurse indicated she felt the causality was poor aseptic technique and the patient has been retrained. The direction insert for this product instructs the user to "use aseptic technique" and use a mask. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. A batch review was performed for potentially associated lots (gd873919 and gd874842), with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Product surveillance contacted the nurse on 3 august 2010. The nurse indicated the patient had been in the nursing home and was diagnosed with peritonitis on (B)(6)2010, a culture was performed on that date and antibiotics intraperitoneal (ip) were started. The patient had a follow up culture done on (B)(6)2010, and it was still positive for the bacteria responsible for the last infection. The patient was again started on antibiotics. The nurse felt that this is not a new case of peritonitis but rather a lingering of the initial infection. The nurse felt that the patient got the peritonitis related to poor sterile technique while in the nursing home. She stated the patient is improving and she expects a full recovery now that he is at home again and not in the nursing home. There are no allegations against any baxter products in this case of peritonitis. The patient has resumed therapy and it has remained unchanged.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested.